Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the device had no seal. The surgeon sealed and waited for the end tone and then cut again. Upon cutting, bleeding occurred. The tissue being sealed was the omentum and they do not know the exact thickness but it was within the indicated ligasure thickness. There was a regrasp alert and an end tone heard. There was also evidence of energy delivery. Blood transfusion was not necessary. The jaws were clean and no good seal were completed since the event happened on the first activation. They have used harmonic handpiece with ethicon generator to complete the procedure. There was no patient injury.